Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The caller informed manufacturer representative (rep) who redirected the patient to patient services (pss). The reason for call was patient states she is not happy with the new implant. Patient states she has lost all her hair in the front right around where the rods go in and right along the front of her head. Patient also stated that " her mouth is a mess and she is spitting in peoples faces" and that every now and then she will rock back and forth. The caller stated that the hcp checked the ins and everything is working manually but not working physically for the patient. The caller stated that they saw the np and they checked over the system and told the patient that everything was working well and are unsure why the patient still has " the movements". The caller wanted to know what other mdt dbs implants were available. Pss reviewed activa rc and the caller stated that due to the settings being so high that they were constantly recharging it , and " that it did not work at all". Pss redirected the caller to the hcp to further discuss the symptom's they are experiencing and to further discuss what ins would be best for them. The caller stated that the hcp is aware of the issue , and were suppose to see them on 12/1 but did not.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.